Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned ams 800 urinary control system (aus) components underwent a thorough analysis. A visual analysis identified that the cuff had scaling in the back of the cuff. During microscopic analysis, the cuff shell was worn from inside a fold. The reported event of edema, erosion and urinary incontinence are potential adverse events associated with the procedure of implanting an aus and are listed within the product risk documentation. Therefore, based on this investigation, the conclusion code of 'known inherent risk of device' was chosen.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. Cuff erosion was identified via fibroscopy. Additionally, scrotal edema occurred next to the pump. The device was explanted. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. Cuff erosion was identified via fibroscopy. Additionally, scrotal edema occurred next to the pump. The device was explanted. No further patient complications were reported.